Event description:
It was reported that the implantable neurostimulator ¿came out of the pocket.¿ it was noted that the patient was working with her health care providers to schedule surgery. Additional information was reported but was not available at the time of report submission. If additional information is received, a supplemental will be filed.

Event description:
Additional information received reported that the cause of the event was loss of weight. It was noted that the battery was popping out of the patient due to weight loss. It was noted that the patient needed a battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).